Event description:
It was reported that the ventricular assist device (vad) was decommissioned and the patient was sent home on hospice care. The patient ultimately expired after decommission of the device.

Manufacturer narrative:
Section d9: a segment of the driveline was returned only. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Additionally, evaluation of the returned portion of driveline confirmed cosmetic damage. Based on complaint history and similarly reported events, the data captured in the submitted log files is potentially consistent with damage to two or more of the wires in the patient¿s driveline; however, a specific cause for the pump stop and low speed events observed in the submitted log files could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2021 at 13:28:08 to (B)(6) 2021 at 1:48:56. The pump fixed speed was 9400 rpm with a low speed limit of 9000 rpm for the duration of the captured data. From (B)(6) 2021 at 4:02:42 to (B)(6) 2021 at 18:49:54 there were numerous pump stop events, resulting in 51 motor stopped alarms. On (B)(6) 2021 from 4:02:47 to 4:35:09 the pump was stopped for approximately 32 minutes. These pump stop events were associated with low speed hazards, low speed advisories, and low flow hazards. Additionally, on (B)(6) 2021 at 4:07:48 there was 1 driveline fault captured. The driveline fault appeared to be the result of an issue with phase 1. Following the distal end driveline repair on (B)(6) 2021, there were further pump stop and low speed events captured on (B)(6) 2021 from 1:00:09 to 1:41:42, including a pump stop event that lasted approximately 25 minutes. The pump stop events resulted in 38 motor stopped flags active and were associated with low speed hazards, low speed advisories and low flow hazards. During the pump stop event that lasted approximately 25 minutes, there were 8 driveline faults captured, which appeared to be due to an issue with phase 1. The captured pump stop and low speed events occurred on both power module and battery power. Additionally, from (B)(6) 2021 there were elevations in pump power and were as high as 15.2 watts. Of note, during the low speed and pump stop events on (B)(6) 2021 at 4:02:47 and 4:03:00, (B)(6) 2021 at 1:17:17 and from 20:10:59 to 20:11:17, (B)(6) 2021 at 1:22:08 and (B)(6) 2021 from 1:00:17 to 1:26:47 the rosc voltage levels for the black and white cables were below the expected voltage levels. The voltage levels recovered following these events. A phase-to-phase or short to shield electrical short has the potential to cause fluctuations in rsoc voltage seen in the submitted log file. A distal end driveline repair was performed by a technical service representative on (B)(6) 2021. The distal end driveline was returned measuring approximately 22¿ from the controller connector in length. The driveline was returned with white tape approximately 2-4¿ from the metal connector and clear tape approximately 17.5¿ from the metal connector. An electrical continuity test was performed on the distal driveline and no wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. The tape was removed and revealed cosmetic damage to the outer silicone jacket approximately 2.25-4¿ and 17.75¿ from the metal connector; however, it did not appear to penetrate the underlying layers. The silicone jacket was removed and the bionate was discolored black but was otherwise unremarkable. The bionate was removed and revealed breakdown to the metal shielding approximately 13-17¿ from the metal connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no areas of damage to the wire insulation. The underlying wires of the distal end driveline were submerged in a saline solution for high potential (hipot) testing to further verify each wires insulation. The test did not identify any breaches. The heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), was decommissioned on (B)(6) 2021. The hmii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01dec2015. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with known short to shield issue progressed to further driveline wiring damage (possible phase to phase short) as the pump stopped on both ungrounded cable and batteries. The patient called the ventricular assist device (vad) coordinator to report that the pump had stopped. The vad coordinator stated that the green light on the controller was off and the pump w/as off and alarming for pump stops/driveline disconnect. The patient was asymptomatic during the event and felt fine. The patient was on an orange ungrounded patient cable/batteries prior to the event due to known short to shield. Vad coordinator stated that the patient had been demonstrating some signs of left ventricular recovery and clinical specialist was consulted to discuss next steps. It was confirmed by abbott clinical that the issue had progressed from short to shield to phase to phase short/multiple shorts. A controller exchange was discussed but the clinical staff advised against it as the pump was off for a significant time frame (few hours) and the risk associated with restarting the pump outweighed the benefit. It was recommended to submit log files, consider inotropes where needed and an echocardiogram to assess ejection fraction. The patient was not a transplant and pump exchange candidate. Upon arrival to the hospital the pump appeared to turn on again after being off for approximately 30 minutes. It was recommended to keep the driveline as still as possible and acquire x-rays of the internal and external driveline to assess the areas of damage. Log file analysis captured 14 pump stops and 5 low speed advisories between 4:02 am and 4:39 am. This type of behavior has been linked to potential issues with the percutaneous lead. It appeared that the existing short to shield had matured into a phase to phase short since these issues are occurring while the vad is connected to the power module (with ungrounded cable) and batteries. Log file analysis also captured a replace controller message on (B)(6) 2021 due to an lcd fault event which self-corrected. The patient reported that the he was able recreate the low speed/no flow when he pushed directly on the driveline exit site. The driveline was noted to have external cosmetic damage. The section of driveline in the submitted x-rays were noted to be unremarkable. Additional images were also unremarkable. The patient experienced a yellow wrench alarm that stated "replace system controller" at 2030. The hospital did not replace the controller as a pump restart was not guaranteed as the driveline was fractured. He was taken to the operating room to extract as much driveline as possible so that an external driveline replacement can be done. Log file analysis captured additional speed drops and pump stops on (B)(6) 2021. The patient underwent a driveline repair on (B)(6) 2021. The driveline splice was done approximately 3 inches from the exit site. The alarms returned when the copper tape was being molded. The copper tape was removed the wires were checked. A new copper was used without any issues. The alarms returned on (B)(6) 2021 after the driveline repair was completed. Log file analysis captured 15 low speed advisories and 39 pump stops on (B)(6) 2021 from 1:00 am to 1:41 am. The speed drops were as low as 0 rotations per minute. The issues were incurring on both power module and batteries which indicated that the driveline phase to phase short site is farther up the internal driveline. There was not enough room for a second driveline repair attempt as a full length repair already been performed. The patients pump was decommissioned on (B)(6) 2021 due to continued pump stops post driveline repair. The patient was not a candidate for transplant or pump exchange. The patient was sent home on hospice.